Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip of the grasper broke off, all pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: grasper broke. Probable root cause: excessive force applied by user. Patient anatomy. Portal location. Incorrect instrument diameter/length. Manufacturing error. Reprocessing/handling error. Improper instrument selected. Lack of maintenance. Use error. Manufacture date is not known. (B)(4).

Event description:
It was reported the tip of the grasper broke off, all pieces were retrieved.